Event description:
A surgical technician reported issues with suction prior to procedures. There was no pt involvement. No further details were provided. Add'l info has been requested.

Manufacturer narrative:
(B)(4).